Event description:
Information received by medtronic indicated that the customer insulin pump had under delivery and the customer received insulin flow blocked alarm. The customer infusion set was crimped, and tape was not adhering. The customer experienced high blood glucose. The customer blood glucose value was over 200 mg/dl at the time of event and the customer current blood glucose value was 252 mg/dl. The customer was treated with insulin pump. No further patient complications were reported. The customer had been using an insulin pump system within 48 hours of the reported event. Troubleshooting was performed and insulin flow block was resolved by infusion set change. The insulin pump will not be returned for analysis.